Event description:
Ventilator failed on patient (shutdown) with no audio alarm. Nurse and physician in patient's room at the time of failure. Hospital personnel found intermittent open wire to sonalert, also found sonalert in pieces. Puritan bennett technician replaced q1 and q2 flow sensotus and p-sol. Logged error codes at failure: 6111, 6121, 9900, 7301, 5321,7301. Preventive maintenance performed by puritan bennett, unit repaired put back in serviceinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.